Event description:
It was reported that transmissions were not "coming through" from carelink. The services were restarted and transmissions were working through the system. The system remains in use and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that transmissions were not "coming through" from carelink. The services were restarted and transmissions were working through the system. The system remains in use and no patient complications were reported as a result of this event.